Event description:
A health care professional reported that during sculpting phacoemulsification (phaco) tip was broken near the aspiration bypass (ab) hole and stuck inside the sleeve during the surgery cataract [with intraocular lens (iol) implant] surgery. The surgery was completed after using another balanced energy tip. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No technical inquiries were received from the customer. One open tray with a cassette and tubing was received at the investigation site; however, no phacoemulsification tip was returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. A phacoemulsification tip was not received at the investigation site; however, per the follow up details description, it is stated tip was reused for the 5th case, therefore the root cause is user error. Per the direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h6 and h11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. A sample was not received at the investigation site and no lot information is available; however, per the follow up details description, it is stated tip was reused for 5th case, therefore the root cause is user error. Per the direction for use (dfu), there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s dfu, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time.all phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).